Event description:
It was reported that a homechoice (hc) device emitted a burning plastic smell during the priming phase of automated peritoneal dialysis (apd) therapy. The home patient (hp) unplugged the hc and terminated therapy when the odor occurred. A technical service representative (tsr) initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new hc arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during visual inspection. The device passed both rite (returned instrument test evaluation) electrical and functional tests. All pressures were correct and stable during the pneumatic system check. A short simulated therapy was performed successfully. The problem was unable to be confirmed during sample evaluation. A service history review will be performed. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.